Event description:
A systems operator reports 5 patient's with overcorrections following lasik surgery. The surgeon declined to provide any patient information, so the amount of the overcorrections is not known. This patient is being reported under manufacturer's report #1061857-2006-00230. The other 4 patient's are being reported under manufacturer's report #: 1061857-2006-00227, 1061857-2006-00228, 1061857-2006-00229, 1061857-2006-00231.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and determined the laser performance factors analyzed were operating within specification. Determination of root cause. Assessment: the conclusion of the device investigation indicates the system performed within specifications during this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed as the surgeon declined to provide any patient information. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported overcorrection. However, the non-product related factors mentioned above could not be ruled out and may have been contributors.